Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The patient reported via phone call that her insulin pump has been shutting off in the middle of the night. The patient had been waking up with her blood glucose in the 400 mg/dl range. Troubleshooting was initiated for the blank display anomaly. A new aaa alkaline battery was inserted into the insulin pump and the display returned. The insulin pump was not returned for analysis.